Event description:
It was reported that a large volume infusor leaked. The specific location of the leak was not provided. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.